Event description:
Information received indicates the casters are swiveling when in brake.

Manufacturer narrative:
The technician found the casters were worn and the tires were cracking. The technician replaced the casters to repair the bed.